Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing. The oversensing was suspected to be due to lead on lead contact. In addition, a pneumothorax occurred when using a vein pick to access the vein to implant this transvenous implantable lead. This programmer experienced interference due to radio frequency resulting in interruption in a threshold test.